Event description:
It was reported that inappropriate shock due to noise was observed. Upon explant, an insulation anomaly was noted. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 9.8-10.4cm from connector pin, consistent with friction to the ICD can. The etfe coating was abraded at the same location. This is consistent with the observation from the field of noise, if the lead were to come in contact with the ICD can.